Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via a device alert stating that the right ventricular lead had a high and out of range defibrillation impedance. The patient presented to clinic to do an on-demand test shock, and the impedance measured a normal, in-range value at that time. The impedance appeared to have fluctuated. There were no patient consequences seen and the patient would continue to be monitored.